Event description:
The micro sagittal saw was sent in for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the overheating.